Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the winged female adapter luer lock disconnected from the manifold. An unspecified volume of blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.